Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 16 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. There were no scratches at the black discoloration area. A general rough texture was determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks, and the ultrasonic output error occurred. When the probe was inspected outside the body cavity, a force was applied to the distal end of the probe. This caused the probe to break at the cracks. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. At the early stage from the beginning of the procedure, an unspecified error occurred. When the user checked the subject device outside the patient, the probe broke off. The intended procedure was completed with another device. There was no patient injury reported.